Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed as the display was distorted. It was identified that the cause was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The load cell verification of the cycler was found to be within tolerance. The cycler underwent and passed a voltage check. A simulated therapy was performed on the cycler using 8500 ml and no issues were noted. There were no other visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a dim display. The cycler was sent to rework and the front panel was replaced. The cycler underwent and passed an accelerated stress test (ast). Additionally, test and calibration found that the cycler powered off post accelerated stress test (ast). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding an invalid sensor error during dwell 3 of 4. The patient attempted to clear the error, however the error was unable to be cleared. The cycler was rebooted and upon power up the display as distorted. The patient was unable to get past the distorted display. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. Additional information regarding the reported event was requested, however, to date not provided. The cycler was returned to the manufacturer upon physical evaluation, it was identified that the transformer (t1) on the inverter board was burned.